Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during emergency treatment of coronary procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. A review of the system logfile showed software error which was causing the boot up issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found programming error and fatal error of the system software. To resolve the reported issue, the fse installed the software and installed the rsn (robust security network) over vpn software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.